Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 during which the lead was tested using an mts and the impedance issue was confirmed. As a result, the patient's lead was explanted and replaced. Effective therapy was restored with the procedure.

Event description:
It was reported the patient is no longer receiving stimulation and was unable to increase stimulation amplitude past perception. Diagnostics showed high impedance values for the scs lead. An sjm representative was unable to resolve the issue with reprogramming. As a result, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Evaluation: results: the patient¿s loss of stimulation was confirmed. The lead was returned cut and incomplete. Only 11cm of the paddle segment was received. Visual inspection identified a distinctive kink in the lead body where all of the internal wires were broken and separated. As there was no instrumentation damage on the outer tubing where the fracture was located, the broken wires are consistent with repetitive overstress the lead was subjected to while in vivo. This would have contributed to the patient¿s loss of stimulation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.